Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a fall and later experienced high impedance issues. Diagnostics confirmed the penta lead was s showing high impedance readings on 7 contacts/electrodes. In addition it was discovered during the procedure that the lead and ipg had become twisted. As a result, surgical intervention occurred wherein only the lead was explanted and replaced to address the issue.